Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record could not be completed as the lot/serial number was not provided. It is noted that the reported complication of pulmonary hypertension and respiratory failure are likely complications associated with the procedure and/or development of the patient lungs and premature birth. No further details were provided in the published literature relating to this event and attempts to contact corresponding author have been unsuccessful at the time of this report. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this single center retrospective clinical review published in congenital heart disease titled "complete atrioventricular canal repair with a decellularized porcine small intestinal submucosa patch" was reviewed. This article summarizes the results of seventy-three (73) pediatric patients treated for complete atrioventricular canal repair using either a two-patch technique with cormatrix ecm for cardiac tissue repair or a modified single patch "australian" repair. For the two-patch technique, the cormatrix ecm for cardiac tissue repair was used primarily for ventricular septal defect repair (vsd) while autologous pericardium was used for atrial septal defect (asd) repair. For the modified single-patch technique, cormatrix ecm for cardiac tissue repair was used in 15 of 21 cases. Fifty-two (52) patients were treated using the two-patch repair while another twenty-one (21) patients were treated with the modified australian repair. Of these patients, the article states that there was one (1) patient death occurring in this study. This retrospective review evaluated patient procedures conducted between 3/2010 and 9/2017. The reported patient death involved a (B)(6) premature infant and treated who never left the neonatal ICU preoperatively and had a complete atrioventricular canal (cavc) and left ventricular outflow tract obstruction (lvoto) repair at the age of 3 months. The patient died of respiratory failure in setting of pulmonary hypertension two months post-op with evidence of good cardiac repair on transthoracic echocardiography. The article provided no details as to treatment technique used for this patient and whether only cormatrix ecm for cardiac tissue repair, autologous pericardium, or combination of both products were used in this procedure. Attempts to contact the corresponding author have been unsuccessful at time of this report regarding specific product used and corresponding lot numbers. Should any additional information be received a follow-up report will be filed.